Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-04484. The patient has 2 supra-orbital pns leads and 2 occipital pns leads. This issue is related to one of the supra-orbital leads, it is unknown which supra-orbital lead; therefore, both are being reported. It was reported one of the supra-orbital leads had eroded through the patient's skin. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which a portion of the lead was explanted.

Event description:
Device 2 of 2 . Reference MFR. Report: 1627487-2016-04484. Additional information received identified the patient's partially implanted lead and the rest of the pns system was explanted. Reportedly, the lead incision wound on the patient's neck was not healing.